Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent cesarean section on an unknown date and suture was used. Following the procedure, the patient experienced a small abscess on the suture line near to the location of the knotted suture and the patient was re-admitted. The surgeon opined that a suture sinus would be found from knot irritation but when the surgeon pulled on the suture it was already broken and a piece of suture came out. The surgeon opines the suture is not the cause. Additional information has been requested.